Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had broken cables (silver and black) that were visible at its end as well as at the wrist. The procedure was completed using a backup instrument of same kind with no reported injury. On 12/30/2024, following additional information was received from initial follow-up: both the silver and black cables were fully broken/broke in half on fenestrated bipolar forceps instrument. This was noticed before starting the case and was not used on the patient.